Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no device malfunction reported that could have contributed to the event. Stroke may occur during this type of procedure and as listed in the product instructions for use, stroke is a known potential adverse event associated with the use of the acculink. Although a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; there was no indication of a product deficiency which could have contributed to the patient effects.

Event description:
It was reported that the day after the implantation of the acculink stent in the left internal carotid artery, the patient experienced a stroke with aphasia. There was no reported intervention. The patient condition has improved and the patient was discharged home four days after the procedure. There was no additional information provided.